Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. All operating currents are normal. No blank display noted. No damage inside the insulin pump noted.

Event description:
It was reported that the insulin pump's screen is blank. The insulin pump is requesting the rewind. The blood glucose reading is 83 mg/dl. The insulin pump alarmed during the rewind process. The drive support disk is flush. Advised the customer the insulin pump will be replaced. Nothing further reported.